Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.

Event description:
It was reported that the ventilator was not alarming for low pressure when the patient circuit was disconnected from the patient. The ventilator pressure support numbers were flashing at the time it did not alarm for low pressure. No reported harm to the patient.